Manufacturer narrative:
H10: based on the information obtained from the customer, it is unknown if the reprocessing steps at the material residue point deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and channel could not be identified. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material inside the lg-lens could not be identified. However, it's the likely the cause of foreign material inside the lg-lens is related humidity invading the lg-lens which led to corrosion occurring by physical stress applied to the distal end such as hitting and dropping and/or lg-lens glue peeling off by chemical stress such as chemical solutions used for the device. The events (foreign material in the air/water cylinder and channel) are detectable and preventable by following the instructions for use which state: - IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). The event (foreign material inside the lg-lens) is detectable by following the instructions for use which state: -IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera ii duodenovideoscope had foreign material exiting from the air/water nozzle and light guide lens. There were no reports of patient harm.